Event description:
During evaluation of a returned spectrum pump, the device displayed system error 322. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device displayed system error 322. A review of the event history log revealed multiple system error 322 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was identified to be lower auxiliary which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.